Event description:
The customer stated that the power on switch is intermittent and sometimes the device powers up to a blue screen. The device also loses time and date settings. These problems were found during routine maintenance tests.